Event description:
The customer reported that the device needs a new logic board and that it will connect only one channel on a side. The customer also reported the back up speaker connector was broken off during trouble shooting. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic board, due to broken j11 on logic board error 133.6080. A review of the device history record showed the device had a manufacture date of 12/06/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the logic board. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device needs a new logic board and that it will connect only one channel on a side. The customer also reported the back up speaker connector was broken off during trouble shooting. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device needs a new logic board and that it will connect only one channel on a side. The customer also reported the back up speaker connector was broken off during trouble shooting. No patient involvement.